Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type lead, product ID 977a260, serial# (B)(4), product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-apr-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 27-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that he is afraid his lead wires may have slipped as he has to increase in order to feel anything. Pt states he has an appt the 28th and wants a rep there per hcp. Pt states he has to recharge every other day because of having to increase stim how since he doesn't feel at normal level. Troubleshooting was unable to be performed as none, no troubleshooting done as rep request. Patient services (pss) sent request to the rep per hcp.